Event description:
Company rep reported a lap-band system "was only accepting fluid in one chamber of the band and not providing restriction." The device was explanted and replaced.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the implant date. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Aneurism and difficulty adding fluid are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling instructs surgeons to prepare the lap-band sys preparation: "view the inflatable portion of the band for weaknesses, leaks or uneven inflation."